Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, limbs detached, and some limbs bent. A detached limb reportedly went to the right retro-peritoneal fat. The device and detached limbs were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history review (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were received and reviewed. The medical records allege that an ivc filter was implanted in the infrarenal position due to deep vein thrombosis/pulmonary embolism. After approximately fourteen years a CT-abdomen was performed which identified the filter to have 22° tilt adjacent to ivc posterior wall and situated 2.9cm below the lowest renal vein and its inferior tip was 2.5cm above the iliac bifurcation. Multiple struts penetrated outside the ivc. One strut had detached and was located within the right retroperitoneal fat. After some time an abdominal x-ray demonstrated that the ivc filter was overlying the l3 vertebra and had 2 disarticulated arms superior to the filter. The doctor noted that the patient had chronic lower back pain, and thought it could be due to the ivc filter fragment or degenerative disc disease and facet arthropathy of the lumbar spine which was also mentioned in the prior CT scan. A retrieval attempt was scheduled. The ivc was accessed via the right internal jugular vein, inferior vena cavagram demonstrated the ivc to be widely patent with no thrombus. The filter was noted in the ivc with 2 detached legs observed. The extravascular leg was not amenable to endovascular retrieval. The filter and one detached limb was retrieved using endobronchial forceps and a recovery cone. Therefore, the investigation is confirmed for filter tilt, ivc perforation, and limb detachment. The investigation is inconclusive for the alleged bent filter struts. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 4001).

Manufacturer narrative:
Manufacturing review: the device history review (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were received and reviewed. Therefore, the investigation is confirmed for filter tilt, ivc perforation, and limb detachment. The investigation is inconclusive for the alleged bent filter struts. Based upon the available information, the definitive root cause is unknown. Medical record review: the medical records allege that an ivc filter was implanted in the infrarenal position due to deep vein thrombosis/pulmonary embolism. After approximately fourteen years a CT-abdomen was performed which identified the filter to have 22° tilt adjacent to ivc posterior wall and situated 2.9cm below the lowest renal vein and its inferior tip was 2.5cm above the iliac bifurcation. Multiple struts penetrated outside the ivc. One strut had detached and was located within the right retroperitoneal fat. The filter was noted as a bard filter type. After some time an abdominal x-ray demonstrated that the ivc filter was overlying the l3 vertebra and had 2 disarticulated arms superior to the filter. The doctor noted that the patient had chronic lower back pain, and thought it could be due to the ivc filter fragment or degenerative disc disease and facet arthropathy of the lumbar spine which was also mentioned in the prior CT scan. A retrieval attempt was scheduled. The ivc was accessed via the right internal jugular vein, inferior vena cavagram demonstrated the ivc to be widely patent with no thrombus. The filter was noted in the ivc with 2 detached legs observed. The extravascular leg was not amenable to endovascular retrieval. The filter and one detached limb was retrieved using endobronchial forceps and a bard recovery cone. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, limbs detached, and some limbs bent. A detached limb reportedly went to the right retro-peritoneal fat. The device and detached limbs were removed percutaneously. The current status of the patient is unknown.